Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - 1990's; PMA/510 number/ manufacture date ¿ unknown.

Event description:
It was reported patient underwent an initial procedure in the 1990's. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a knee arthroplasty on an unknown date. Subsequently, patient alleges arthritis. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information.

Event description:
It was reported patient underwent an initial knee procedure on an unknown date in 1990; a tibial nail was implanted. Subsequently, patient developed arthritis and was converted to a total knee on an unknown date. During the procedure, the tibial nail was removed and replaced.